Event description:
Information was received indicating that this ambulatory infusion pump exhibited a high pressure. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device with all labels intact and with cracked casing. A review of the event log found high pressure alarm messages after boluses. Use testing was performed and was unable to repeat the reported issue. Pressure switch testing was performed and found that the switch was not activated. It was observed that the high pressure issue was caused by fluid ingression. Based on the evidence, the root cause was attributed to a user issue.